Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead exhibited high pacing impedance and high capture thresholds on multiple deployments. The procedure was completed with a different lead. The patient was in stable condition.